Event description:
It was reported that the core universal driver ran without user activation during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Corrosion was discovered in the sockets and potted trigger assembly, and the bearings, magnet, and trigger shaft were found to be worn.